Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was not feeling well and was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis. The patient was discharged on (B)(6) 2022. Additional information was obtained through the pdrn. The patient had contacted the pd clinic twice (dates not provided) with complaints of abdominal pain. The patient was instructed to come into the clinic for evaluation; however, the patient refused. On (B)(6) 2022 the patient went to the hospital where she was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose unknown). The patient was diagnosed with peritonitis. A pd effluent culture was collected after the patient had been administered the initial dosage of antibiotic therapy. The patient was subsequently admitted to the hospital. The pd effluent culture resulted negative for growth. The patient was discharged on (B)(6) 2022 and continues to complete antibiotic therapy with ip vancomycin 3 days per week for three weeks (dose unknown) and ip fortaz daily for three weeks (dose unknown). The cause of the peritonitis is unknown. The pdrn has not been able to meet with the patient to discuss any possible causes of the peritonitis. The patient was scheduled for a vancomycin trough on (B)(6) 2022 in the clinic at which time the pdrn will review the patient¿s aseptic techniques as a possible cause. No additional information pertaining to the peritonitis was provided.